Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event may have been caused by failure of the image sensor unit, defect of the inner board of the video connector or the system. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported the event occurred during a therapeutic rapacolon procedure. The procedure was successfully completed with another ltf-vh videoscope. There was no impact to the patient.

Event description:
The customer reported the subject device displayed a b32 error code (scope data error). There was no report of patient or user injury due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (b32 error code) was not confirmed or duplicated. In addition, service found the bending angle was out of specification due to wear of the angulation wire, the curved pipe blade was broken, the adhesive on the bending section cover was chipped, the universal cord was buckled, there was dirt on the universal cord that was difficult to remove, the label on the video connector was came off, and there were white scratches on the image. Scratches were observed on the bending section cover, the switch button #1, the video connector, the light guide connector, the light guide cover glass surface, and the video connector case due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.